Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 0 occurred. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process intermitently. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. The customer's blood glucose level was 155 mg/dl.